Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This event is regarding the reported annular rupture. Please reference related manufacturer report no: 2015691-2019-01582 reported catheter site bleeding.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This event is regarding the reported annular rupture. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the annular rupture is unknown; however, patient factors (severe aortic valve calcification, moderate aortic root calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic positon, an annular rupture was noted post valve deployment. A 26mm sapien 3 valve was expanded with 2ml less contrast than nominal volume and successfully deployed in the targeted position. Post deployment, echo showed a hematoma between the non-coronary cusp and left atrium, and color doppler showed blood stream into the hematoma. Five (5) minutes later, transesophageal echo (tee) indicated increased effusion and the systolic blood pressure gradually lowered. Protamine was given and pericardial drainage was performed. The image of effusion disappeared and the hemodynamics improved. It was determined to monitor the patient as drain stopped. Then, hemostasis at the puncture site of femoral artery could not be achieved, which required a surgical repair. When heparin was given again, systolic drain was observed from the pericardial drainage. Though protamine was administered again after the repair of the puncture site, tee indicated increased effusion and worsened anemia. The chest was opened to arrest the bleeding. Thoracotomy did not find any active bleeding or obvious damage around the aortic root. Left coronary cusp and non-coronary cups were covered with a patch, where possible damages were found on echo image. Then the procedure was completed.